Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H6: additional information.

Event description:
It was reported that the transmitter unpaired itself. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed. The probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.